Manufacturer narrative:
(B)(4). This complaint for a leak was caused by the patient unhooking the tube during the therapy. A batch review was not performed since lot number was not available. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
This report is for leak issue. During follow up for an unrelated complaint on (B)(6) 2011, corporate product surveillance (cps) received a report from the caregiver (cg) that on (B)(6) 2011, the home patient (hp) must have unhooked the tube during therapy because he was drenched (this complaint). The cg stated she did not know what to do, so she proceed to just rehook the hp back up and continue therapy. The cg stated she did not notify the registered nurse (rn) of the incident. Cps recommended contacting the rn. The sample was discarded and the cg did not know the lot number of the supplies. There was patient involvement but no serious injury or medical intervention was reported.